Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down arrow buttons were intermittently responding to presses. The reporter confirmed that there was no damage to the keypad and there was no evidence of moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the pump keypad was observed to be intact with no noted damage. The keypad buttons were tested and were found to be responding appropriately to presses. The keypad was removed and no contamination or damage was found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.